Event description:
When turned on, the heating pad heated up so hot that when I touched it, it was painful to touch. It could have caused a burn if I continued to touch it. Dangerous! FDA safety report ID# (B)(4).